Event description:
During a remote follow-up, noise that resulted in oversensing was detected on the right ventricular (rv) lead. The suspected cause of the event is due to lead damage. The lead was capped and replaced to resolve the event. The patient was stable.